Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). I the reason for call was caller reported that the patient has been having issues charging their implant for the past 2-3 months. Caller stated that the recharger paddle would get hot on the patient's back and would not charge the implant all the way. Caller also stated that now the patient is not able to charge at all. Caller mentioned that the patient gets an unable to charge message when they try to charge the implant. Caller stated that the issue started probably like middle of october or so but the recharger has been caught and has to be moved around to get a partial charge the last couple of months but now patient is not getting anything out of stimulator and the hot issues started 2-3 months ago. Caller did not have the equipment with them at the time of the call, so troubleshooting could not be performed. Caller will call back with the equipment and patient for further troubleshooting.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755. Serial# (B)(6): product type recharger analysis of the recharger, model 97755, s/n (B)(6) found recharge antenna failure - no device found message. Worn donut. This does not impact the functionality of the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patients rep called back in stating how when the patient plugs the paddle in, it cannot find the stimulator on their back, and the paddle, if it does charge the patients implant, gets really hot on the back. Due to heating, issue was not resolved. Agent sent email to repair to replace the recharger. Caller stated the paddle stings the patient but confirmed no physical burns. Caller confirmed no damages.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.